Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed battery out limit. The blood glucose reading was 500 mg/dl, which was treated with 6 units of insulin via manual injection. The customer stated that the insulin pump had quit on her in the middle of the night. She stated that she had just changed the battery out 3 days before receiving the battery out limit alarm. She was advised that a replacement battery cap would be sent, since the alarm had occurred during normal device use. She was advised to monitor the device. Nothing further reported.